Event description:
(B)(6) reported "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Patient reported "rupture" and later healthcare professional reported intracapsular rupture. And later healthcare professional reported "device was not ruptured at explant". This record is for the left side. Device has been explanted. Therefore, this record is no longer reportable to the FDA and will be unreported.